Manufacturer narrative:
Section e: customer site was (B)(6) contact was clinical engineer (B)(6). Reporter email was unknown. Manufacturer's investigation conclusion: the reported event of damaged ac power cord was confirmed with the returned mobile power unit ac power cord. Visual inspection revealed the lock release tab is damaged. Closeup visual inspection revealed fractures with missing pieces. The ac power cord was connected to a test mobile power unit and was able to lock. Connected to ac outlet and the test mobile power unit was able to power on. Due to the damaged lock release tab, a screwdriver was used to release the connector from the test mobile power unit. Device history record review indicated the ac power cord was visually inspected and packaged per procedure. A root cause that led to the damage could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. The ac power cord was packaged and visually inspected per procedure ¿make a visual inspection of material(s) and packaging for damage prior to packing¿. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. All alarm associated with the mobile power unit are outlined. Under section 3, ¿powering the system¿, outlines how to use the mobile power unit. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that no damage was noted to the shipping box.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a new mobile power unit that was delivered to the hospital was found to have a broken yellow hook (v-lock) on the alternating current (ac) power cord.